Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Only one test strip was returned - unable to test. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 16-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 211, 223, 188 and 179mg/dl. The customer does not know his expected blood glucose test result range. Customer stated he had tested the night before and obtained the result of 188mg/dl. Customer stated he had administered 44 units of insulin. Customer stated he had obtained a result of 223mg/dl fasting the following morning. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/23/2022 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).